Event description:
This is being marked as pp due to rv unipolar lead impedance warning on (B)(6) 2023. This appears to be a chronically low lead impedance measurement. Lead trend is stable. No sign of lead issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).